Event description:
I've been wearing contact lenses purchased - acuvue2 by johnson & johnson. On june 4, 2007, I was seen by a physician to treat a serious eye infection. I was diagnosed with acute conjunctivitis. Though difficult to determine, I believe that my contact lenses may have contributed and/or caused the infection. I just watched a report on counterfeit toothpaste which provided indicators for identifying fake/counterfeit products. Some identifiers mentioned was having foreign writing, misspellings, out of country manufacturers. I looked at my acuvue2 box - where the drug facts would be, it's all written in what I believe to be asian characters - no english. Also, at the top of the box: "a division of MFR. Manufactured in another country. Lot# l000ndj4yd. How can I tell if this product is a counterfeit? If so, what are my means of recourse? Dates of ue: fourty nine days in 2007. Diagnosis: vision correction.